Event description:
It was reported that the ilet pump showed a solid green charger light and indicated "charge ilet now," with the user observing the battery at approximately 98% the prior night and fully depleted by morning, then charging from 8% when reconnected to the charger. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included user guidance to monitor charging behavior and plans to review device logs if the rapid depletion recurs to assess for potential battery or pump malfunction. Investigation of this case revealed that the device appeared to accept charge and display charging status, while the observed rapid overnight depletion raised concern for a potential battery performance issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further data review.